Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the network and communication issue. The technical support specialist called customer and mentioned the issue is resolved. They have fixed the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system fridge not detected on bus. The customer stated that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.